Manufacturer narrative:
Summary of evaluation: the evaluation results indicated that the event was attributed to misuse.

Event description:
The screw on the femoral cutting jig is broken. There was no adverse consequence for the pt or delay in surgery or anesthesia time.